Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c6tr01 crt-p, implanted: (B)(6) 2015; 429688 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that shortly after implanting the left ventricular (lv) lead, the right atrial (ra) lead dislodged. The ra lead dropped into and began pacing the right ventricle, which caused muscle spasms and thoracic discomfort. The dislodgement into the ventricle resulted in no capture or native sensing of the atria. The ra lead was programmed off and was revised successfully. No further patient complications have been reported as a result of this event.